Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had an infection on the ipg site. Symptoms were fever and redness at ipg site. The physician believed that it was not device related. The patient underwent a wound debridement and ipg explant procedure.